Event description:
A lens of an unknown model and size was returned to the manufacturer damaged. Visual observation found the lens to have a torn haptic. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial; dry with debris. Visual inspection found a haptic torn and debris throughout the lens. (B)(4).